Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump went blank. The customer was near a dryer when it occurred. Customer replaced the battery and it continued having a blank display. Customer currently does not have the insulin pump; she will call back for further troubleshooting. She believes that static electricity of the dryer caused the damage to the insulin pump. Advised customer to call back for further troubleshooting. The customer's blood glucose was unknown.